Event description:
The right atrial (ra) lead was returned to the manufacturer after being explanted and replaced due to the associated device there was no performance allegation. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the lead was returned in segments and analyzed. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65, lead, (B)(6) 2008. (B)(4).